Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the caller with pump reset instructions and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.